Event description:
Physician brought the patient into the or and drained the seromas.

Event description:
Patient presented to the physician with pain in the neck. Imaging ordered showing swelling. Physician admitted the patient overnight and prescribed antibiotics and pain medication. Patient was discharged from the hospital. Patient presented back to the physician with seroma at the neck and chest incision.